Manufacturer narrative:
E1 - this complaint was received through: (B)(6). Investigation summary: the reported complaint of a tubing break cannot be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a device history review lot review.

Event description:
A complaint was received regarding a 8" (20 cm) appx 0.33 ml, smallbore ext set w/microclave¿ clear, nanoclave¿ clamp, rotating luer that experienced disconnection. It was reported that tubing snapped below med port after attaching a medication. The date of incident was on (B)(6) 2024. The medication used when the tubing snapped below the med port was ampicillin. The event did occur during patient use.